Manufacturer narrative:
Examination of the returned used set confirmed that its tubing/cassette assembly had a reversal of the inlet and outlet lines. The backward cassette was an assembly defect from mfg.

Event description:
Rec'd report of tubing assembly incorrectly, a pt was rec'd status post CABG procedure to ICU. A nitroglycerine drip had been started in or and was set to run at 20cc/hr. As the nurse received the pt, noted blood backing up in the tubing. States the spike end of the tubing was connected to the outflow of the cassette, and the pt line end of the tubing was connected to the inflow of the cassette. Blood loss of only 10cc. No pt harm reported. Nitroglycerine drip discontinued at that time as clinically found to be unneeded.